Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the issue began when the customer attempted to recover a cubie pocket that failed to release and did not open. After attempting to pop all cubies through diagnostics, the lids initially functioned but then failed again. All cubie pockets began displaying a "rowboard not present" error. Despite reseating the controller board and checking all connections, the error persisted. The root cause was identified as a faulty drawer controller board on drawer 3.1 of the auxiliary unit. A field service engineer replaced the controller board, after which all diagnostics passed, and the device functioned as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, the cubie drawer had failed and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, the cubie drawer had failed and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.